Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: could not be performed as the item number is unknown. Event description: it was reported that patient was implanted with avenir stem on unknown date and underwent revision due to unknown reasons. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check could not be performed as there is no item# reported. DHR review could not be performed since no lot number was available. Conclusion: it was reported that patient was implanted with avenir stem on unknown date and underwent revision due to unknown reasons. In vivo time of the device is unknown. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00695.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was implanted on an unknown side on an unknown date and there is a planned revision surgery for an unknown reason.